Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer did not stay closed. A field service engineer reported that half-height drawer 5-2 was sensing as open even when it was closed. The fse replaced the latch sensor. After the repair, the drawer functioned properly when tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, smart half height drawer 5-2 was sensing open when it was closed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.